Manufacturer narrative:
Qn#(B)(4). The customer returned five unopened representative kits for evaluation. Visual examination of the catheters did not reveal any kinks or bends. One pouch was opened and the catheter was further inspected with no anomalies. The catheter from the opened pouch was flushed using a lab inventory syringe. No blockages or leaks were observed. The guide wire from the opened pouch was able to advance through the returned catheter with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "care should be exercised that the indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of the material, leading to possible separation of catheter. Precaution: do not suture directly to outside diameter of catheter body to minimize the risk of damaging the catheter or adversely affecting monitoring capabilities". The customer report of waveform monitoring issues could not be confirmed by complaint investigation of the returned representative samples. One kit was opened and the catheter passed all visual and functional testing. A device history record review was performed with no relevant findings. Without the actual sample to evaluate, the probable root cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the arterial pressure curve flattens two days in a row. The line needs purged constantly. No patient injury or complication reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the arterial pressure curve flattens two days in a row. The line needs purged constantly. No patient injury or complication reported.